Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient reported skin reactions associated with the last three sensors. The patient stated they have a history of eczema and an allergy to medical adhesives. On the third day after the sensor was inserted, the patient developed itching and red hives around the circumference of the patch. The patient cleansed the exposed area, applied steroid cream, and the hives and itching subsided for 12 hours. The patient continued to cleanse the area and apply steroid cream every 12 or more hours. By the seventh day, clear yellow fluid started draining from under the adhesive patch. The sensor was removed and the affected area had a shape of the sensor patch was red, raised with areas of clear yellow drainage, cracked skin and bleeding. The patient consulted with their physician and was prescribed triamcinolone cream and recommended to use flonase prior sensor insertion. No additional patient or event information is available.